Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during initial examination a rupture was observed on the anterior aspect, measuring approximately 0.4 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year old female patient who underwent breast augmentation revision with two 300cc mentor memorygel breast implants, experienced rupture on the left breast implant post-operatively, as well as right-sided capsular contracture baker grade IV. Rupture was confirmed by mammography. As a result, the patient underwent bilateral explantation with no replacements on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.